Event description:
The customer reported to baxter (B)(4) an extension set in which a leak occurred. According to the report, "twice this week we have had bad connections where either the fluid being injected or the fluid being drawn has leaked at junction of the needle and extension set. We have never experienced this problem before, and I am wondering if this is something faulty with a batch of tubes, or is the seal not as tight." The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.